Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: five (5) batteries (bat601769, bat601992, bat752822, bat752823, bat752826), one (1) controller dc adapter, and one (1) controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller adapters revealed that the devices passed visual inspection and functional testing. The batteries were able to charge on a test battery charger with no observed anomalies. As a result, the reported " lighting up red" event could not be confirmed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat601769, bat752826 and a controller adapter. As a result, the reported premature power switching event was confirmed. A power source lubrication procedure had been performed on the controller dc adapter in accordance with the requirements under fsca cvg-18-q4-19 on 18-jan-2019. There is no evidence that the lubrication servicing was performed on the rest of the associated devices. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Additional products: battery bat601992 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery bat752822 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery bat752823 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery bat752826 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 controller dc adapter cdc206160 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 controller ac adapter cac208885 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-nov-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 23-jun-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-apr-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-nov-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 25-apr-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-apr-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-nov-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 25-apr-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-apr-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-nov-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 25-apr-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1440/ catalog #: 1440 / expiration date: 31-jul-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-nov-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 10-jul-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1430us/ catalog #: 1430us / expiration date: 26-mar-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-nov-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 26-mar-2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were lighting up red on the battery charger even though they were not hot or cold, and the batteries exhibited power switching. The controller ac adapter and controller dc adapter also exhibited power switching. The batteries, controller ac adapter, and controller dc adapter were exchanged. No patient complications have been reported as a result of this event.